Manufacturer narrative:
The device and x-rays associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Provided information states the cup was implanted in mal version; patient had chronic dislocation so revised to fix version to keep patient from dislocating. Removed a 60mm 100 cup and replaced with a 40mm +4 liner and a 40mm +5 ceramic head. Provided information states there is no problem with the implant. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt had a unipolar and his acetabular went into protrusio. The doctor took the unipolar out and put in a cup, liner, screws, and new head. The trunion of the stem had severe scratching and the inside of the unipolar head had metallosis. Please let us know your thoughts on the inner part of the unipolar head.